Manufacturer narrative:
(B)(4). The reporter stated that the event occurred within one week from (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one link catheter extension set was experiencing no flow during infusion while connected to a primary IV set. There was patient involvement; however, there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; however, a companion sample was received for evaluation. Visual and microscopic inspections did not identify any abnormalities that could have contributed to the reported condition. The device was primed and checked for flow with both an in-house set and a syringe with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.